Event description:
The customer reported the systems' left monitor failed to display images. No report of pt injury.

Manufacturer narrative:
No conclusions can be drawn as repair information is unavailable. However, no reports of pt or staff injury were reported.